Manufacturer narrative:
The pt condition was stable and was released from the hosp consequently. There is no further info available about the pt or the procedure. MFR (B)(4). Eval summary: the catheter passed eeprom data test, carto test, re-calibration test, patency/flow test, electrical test, temperature bath test, and generator test. Complaint cannot be confirmed. Mgmt is notified of failure analysis through weekly root cause analysis and monthly trends. No significant trends have been identified; therefore, no CAPA is requested at this time.

Event description:
It was reported that as the physician was mapping in the left atrium, there was a perforation in the left atrial appendage. A pericardial centisis was performed and the pt is now stable. The carto xp system, coolflow irrigation pump, and the ez steer thermocool nav bi-directional catheter was used during the case.